Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to hernia recurrence, abdominal pain, discomfort, severe nausea, gastric issues and chills. No additional information was provided.